Event description:
Additional information was received stating the patient never had good control of his hand without side effects (facial pulling and speech issues). After the first right lead was implanted, they decided that they needed to remove it due to poor therapeutic effect. It was removed and replaced with a new lead. The patient still had poor therapeutic effect with the new lead after the explant/reimplant. This is the only information they had on the issue.

Manufacturer narrative:
Concomitant medical product: product ID 3387s-40 lot# v585792 serial# implanted:(B)(6) 2011, explanted: (B)(6) 2011 product type lead product ID 37601 lot# serial# (B)(6)- implanted: (B)(6) 2020 explanted: product type implantable neurostimulator product ID 3387s-40 lot# v550216 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2011 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 23-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from a consumer that they have a hard time getting control of their left hand. Additional information was received from a manufacturer representative (rep) on 2020-may-05 reporting that the patient was referred to a movement disorder neurologist that is able to perform advanced programming to resolve the difficulty controlling left hand. The patient stated that the issue with their left hand has been persistent since the original implant and programming. The lead was replaced once before with no improvement. The difficulty controlling left hand has not resolve and the patient was given the contact information to set up an appointment with neurologist.